Event description:
Event description guidant received information that this right ventricular endocardial lead measured shock impedances of over 125 ohms. The lead and the device were implanted in march of 2004 and this measurement has been observed since 2-3 months post implantation. No shock therapy has been required. This patient did successfully receive anti-tachycardia pacing therapy. This impedance measurement has just recently been reported to a guidant representative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed three segments of the terminal connector were returned, severed approximately four centimeters from the terminal pin, likely severed during the explant procedure. Setscrew marks were noted on all terminal connectors. Analysis revealed the lead portions were electrically continuous. No further analysis was performed. Analysis could not confirm a reason for the reported clinical allegation.

Event description:
Guidant (now boston scientific) received information that this right ventricular endocardial lead measured shock impedances of greater than 125 ohms. The lead and the device were implanted in march of 2004 and this measurement has been observed during the past two to three months post implant. No shock therapy has been required. This patient did successfully receive anti-tachycardia pacing therapy. This impedance measurement has just recently been reported. The physician believes the high shock impedance measurements are due to a loose setscrew or that the lead was not properly inserted into the header. The measurements were first observed shortly after implantation. An invasive procedure will be done but has not been scheduled yet at this time. No additional information is available at this time. Additional information was received. No information was received regarding the previously intended invasive procedure. Approximately eight and one-half years later, this lead was received at the post market quality reliance laboratory without further allegation against the lead.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.